Manufacturer narrative:
Sections b1 and b2: corrected. Section d6b: date of explant corrected. Section h1: type of reportable event corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: incidental findings: superficial driveline damage was observed in the silicone jacket of the driveline approximately 1.5"-3", and 9"- 16.5" from the controller connector evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed driveline (dl) wire damage that could have contributed to the events captured in the submitted log file. (B)(6) was returned assembled with the dl severed approximately 14¿ from the pump housing. The remainder of the dl was returned, measuring approximately 24.5" from the controller connector (cc). The sealed inflow cannula (inlet extension, flex section, inlet elbow) was returned assembled to the pump inlet port. The apical sewing ring was returned with the device. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned assembled and attached to the pump outlet port. The bend relief collar was returned properly secured over the outflow graft bend relief hardware. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed depositions or thrombus formations which would have contributed to a functional issue during support. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. The dl was tested for electrical continuity and all wires were found to be electrically intact. Microscopic inspection of the underlying wires revealed several insulation breaches on the orange wire approximately 11.5" and 11.75" from the pump housing, on the green wire approximately 11.5¿ and 13.25" from the pump housing, on the brown wire approximately 11.5" from the pump housing, and on the red wire approximately 12" from the pump housing. The returned portions of the dl were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test revealed additional areas of current leakage: black wire approximately 11.5¿ from the pump housing. Although a specific cause could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. The observed damage would have caused the pump stop events captured in the submitted system controller log file. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. B, and patient handbook, rev. D, are currently available. The IFU addresses damage due to wear and fatigue of the driveline. It also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. It explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. The IFU, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2024, a continuous sound alarm occurred at home, and the patient apparently replaced the system controller with a backup one. On (B)(6) 2024, the patient visited the hospital, and when hospital staff connected the controller to a power module, a pump off alarm occurred. Currently the patient was hospitalized and connected to batteries. The patient was asymptomatic. Log file review was requested, and the data displayed 57 low speed advisory alarms and 63 pump stop events during the roughly 2-minute length of the log file history. Speed drops were as low as 0 rpm. These events were followed by driveline disconnects where the driveline was disconnected from the controller indicative of a controller change as mentioned. This type of behavior had been linked to potential issues with the percutaneous lead. These issues appeared to be occurring while the ventricular assist device (vad) was connected to batteries and/or power module. It was communicated on 20may2024 that the patient's pump was exchanged with a heartmate 3, and the pump and 1 system controller were to return for evaluation. It was communicated on 28may2024 that the reason for the pump exchange was a suspected short-to-shield. The cause of the alarm at home could not be identified, and no particular troubleshooting steps were performed. There was no damaged noted to the percutaneous lead, and no images were available.